Event description:
It was reported that several cartridge alarms occurred during the load sequence. The customer's specific bg value was unknown and displayed high. A correction bolus via pump was administered to address the bg level. Customer loaded several new cartridges to resolve the issue however the cartridge alarm kept recurring. The customer reverted to manual injections for insulin therapy.